Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Fill volume: 550 ml, flow rate: 10 ml, procedure: shoulder surgery, cathplace: interscalene block. A report was received stating the patient was using the pain pump. The patient began to experience fever, chills and sweating. Five attempts were made to obtain additional information. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The pump was returned empty. A baxa repeater pump was used to refill the pump to nominal volume. The pinch clamp was opened and infusion was verified. Flow accuracy test was performed. After 101.25 hours of testing, the pump yielded a flow rate of 1.52ml/hr which is below specifications with a +/- 15% tolerance. Pressure pot testing was performed on glass orifice. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 10.16psi. After 5 hours of testing the glass orifice yielded a flow rate of 2.10ml/hr which is within specifications with a +/- 15% tolerance. Based on the sample evaluation, the device functioned as intended and the reported incident: fast flow was not observed. Use review concluded that pump delivered the drug as per expected timing of 168 hours, and is consistent with the IFU when filled to 309 ml, pump will lasts anywhere between 143 to 193 hours which is within the specification with a +/- 15% tolerance. Therefore, the root cause of the issue is deemed unknown. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).